Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was later reported the suspect scope was sent to a 3rd party vendor for repair. The user facility has not had a reoccurrence of the b30 error since troubleshooting identified the likely cause and the suspect scope was removed from service. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined as the device was not returned to olympus for evaluation. If additional information is obtained a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reported problem was resolved by the reporter through troubleshooting with the assistance of an olympus representative. Based on the results of troubleshooting, the cause of the b30 error was assigned to a single specific model series 190 colonoscope. The user facility referred the suspect scope to a 3rd party for evaluation/repair. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred when using olympus, model series 190 scopes with the olympus, model clv-190, evis exera xenon light source. The problem, as reported to olympus, was first identified during preparation for use for a colonoscopy procedure. The intended procedure was completed without a delay in procedure. The procedure was completed using the same clv-190 and an olympus, model series 180 scope. There was no patient injury, associated with the problem, reported to olympus.